Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The surgeon revised the patient's cup and liner components to the stryker mdm cup and liner system, which is indicated for patients prone to dislocation. There is no evidence at this time to suggest that the rio or pst/tfs implant systems contributed to the event. However, further evaluation is ongoing, and a supplemental report will be filed if additional information is obtained.

Event description:
The surgeon had performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. More than a year after the original surgery, the surgeon performed a revision procedure. The patient had complained of pain, and had dislocated the joint twice. During the revision procedure, the surgeon stated that implant placement was satisfactory.